Event description:
It was reported that during a routine procedure to replace an implantable cardioverter defibrillator (ICD) the right ventricular lead was visually inspected and showed light damage of the lead insulation close to the pacing/sensing connector. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device, analyzed, and no anomalies found.